Event description:
The event is reported as: the cuff on the endobronchial robertshaw tube (left) was leaking during ventilation of a patient. The patient had to be re-intubated. No patient injury reported.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is completed.